Event description:
This case was reported by a consumer and described the occurrence of neuropathy feet in a male pt who received super poligrip original denture adhesive cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original (dental). At an unk time after starting super poligrip original, the pt experienced neuropathy feet. The pt stated, "when I eat something oily, your product dissolves and my bridge falls off" (lack of effect). The pt also stated "I know your product had zinc that was causing all problems like neuropathy." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The consumer declined to provide add'l info.

Manufacturer narrative:
Super poligrip original is mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).